Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead fell down and the head was cracked open. It was then discovered that this lv lead was not working. The physician had surgically abandoned this lead and placed a new epicardial lead. Attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.